Event description:
It was reported that one day post implant, the right ventricular (rv) and right atrial (ra) leads had dislodged. An x-ray confirmed both the rv and the ra leads moved from where they had been originally positioned. The leads were repositioned and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.